Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was unengaged. The stapler was returned with 28 staples remaining in the cover block, indicating that the customer fired at least 7 staples. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "bent/deformed parts - staples" could not be confirmed. Upon functional inspection, all remaining staples were able to be fired and form correctly, no issues were observed with the returned stapler. No staples were observed to be bent or deformed. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the staple misaligned." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Event description:
It was reported that "the staple misaligned." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4).